Event description:
Forceps put through scope and opened. Positioned against small bowel mucosa. Md asked to have the forceps closed and rn went to close forceps and heard a pop and the forceps would not close. No harm to patient.